Manufacturer narrative:
The reported event of failure to alarm for ail file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. An investigation can't be performed using the site visit alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported the pump module failed to alarm for ail during an infusion of normal saline wiht air-fluid striping in the tubing. There was no report of patient harm. The device was evaluated by clinical engineering and the failure to alarm was not replicated. The devices were placed back into service.